Event description:
It was reported they are returning their unit for service. Description of failure: mmt does not recognize more holster (black line) anymore. The packaging was sent to the customer in order to return and not change the warranty. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.